Event description:
On (B)(6) 2011, patient reported the up and/or down buttons on the infusion device do not function properly. This has been an ongoing concern over the past couple of months, and patient does not know which button is defective. Patient boluses 3 times per day. The buttons pop up after being pressed. Patient reported she is getting a different infusion device and does not want a replacement. Infusion device was requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.